Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 08/09/2016, belt: 04/01/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was taken to the hospital in an ambulance by emt due to left arm pain and the patient being pale and sweaty. The patient became unresponsive en route to the hospital. It was reported that emt and hospital staff made efforts to resuscitate, including 5 non-lifevest defibrillations. Per clinical review of the available ECG data, the patient experienced an appropriate treatment event consisting of 2 shocks delivered by the lifevest. At 05:31:10 on (B)(6) 2019 the patient received the first treatment shock. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) with variable amplitude and CPR artifact and the post shock rhythm was vf. At 05:31:44, the patient received the second lifevest shock. The patient's rhythm at the time of the treatment was vf with variable amplitude and CPR artifact and the post shock rhythm was ventricular tachycardia (vt) at 150 bpm that lasted for 7 seconds before motion artifact obscured the patient's rhythm. The device properly detected vt. However, the patient was not in detection sequence long enough for the device to treat and the heart rate was at or below the threshold for treatment. The patient then entered a non-treatable rhythm at 05:32:00 and the electrode belt was disconnected at 05:32:15 while detecting motion artifact which obscured the patient's rhythm. The patient was unresponsive en route to the hospital and emt were present at the time of the event. The lifevest delivered two appropriate treatment shock. Subsequent monitor of the patient was not possible due to the electrode belt disconnection at 05:32:15. The response buttons not were pressed during the event. The patient passed on (B)(6) 2019 at approximately 5:45:00.